Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action.

Event description:
It was reported that during device change out, the proximal coil of the right ventricular (rv) lead looked stretched under fluoroscopy inspection. The physician elected to leave the lead in use due to normal lead function trending and testing. No patient complications have been reported as a result of this event.